Manufacturer narrative:
This case was initially received via regulatory authority (us FDA, reference number: mw5081621) on 07-dec-2018. The most recent information was received on 04-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softerners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347 (invalid,seen as a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softerners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (ag3347 (invalid,seen as a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Most recent follow-up information incorporated above includes: on 4-jan-2019: correction of lot-nr. To "ag3347 (invalid,seen as a63347)" incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softerners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347-invalid) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softerners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347-invalid) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Most rece. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us FDA, reference number: (B)(4) on 07-dec-2018. The most recent information was received on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softeners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347-inv, a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softeners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (ag3347(invalid,seen as a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: significant change done. Narrative amended. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softeners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347-inv, a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softeners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (ag3347(invalid,seen as a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us FDA, reference number: mw5081621) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), procedural pain ('pain mgmt post surgery'), diarrhoea ('diarrhea from the stool softerners') and stress urinary incontinence ('stress incontinence') in a 48-year-old female patient who had essure (batch no. Ag3347-not valid, a63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation, tonsillectomy and genital bleeding. Concurrent conditions included menometrorrhagia, cervical cyst, leiomyoma of uterus, unspecified and pap smear abnormal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. In january 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in elbows/ joint pain/ankle pain"), pain in extremity ("hand pain/ feet pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In july 2015, the patient experienced depression ("depression"), anxiety ("anxiety") and insomnia ("insomnia/sleep disturbance"). On an unknown date, the patient experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), adenomyosis ("adenomyosis uterus"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bladder sling and underwent retropubical sling with left thigh fascia lata tissue/fascia lata harvest from left thigh). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, procedural pain, diarrhoea, adenomyosis, insomnia, bladder disorder, urinary tract disorder, allergy to metals and fatigue outcome was unknown, the stress urinary incontinence, weight increased, depression and anxiety was resolving and the arthralgia, pain in extremity, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and musculoskeletal pain had resolved. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, musculoskeletal pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure 5 and 6 coils were seen outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softerners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (ag3347(invalid,seen as a63347)) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), insomnia/sleep disturbance, bladder problems, urinary problems, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, hair loss, dysmenorrhea (cramping) and shoulder pain. On (B)(6) 2020: fu6 and fu7 were processed together. Medical history and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (us FDA, reference number: mw5081621) on 07-dec-2018. The most recent information was received on 03-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), procedural pain ('pain mgmt post surgery'), diarrhoea ('diarrhea from the stool softerners') and stress urinary incontinence ('stress incontinence') in a 48-year-old female patient who had essure (batch no. Ag3347-not valid, a63347) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation, tonsillectomy and genital bleeding. Concurrent conditions included menometrorrhagia, cervical cyst, leiomyoma of uterus, unspecified and pap smear abnormal. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), arthralgia ("joint pain in elbows/ joint pain/ankle pain"), pain in extremity ("hand pain/ feet pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("anxiety") and insomnia ("insomnia/sleep disturbance"). On an unknown date, the patient experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), adenomyosis ("adenomyosis uterus"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bladder sling and underwent retropubical sling with left thigh fascia lata tissue/fascia lata harvest from left thigh). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, procedural pain, diarrhoea, adenomyosis, insomnia, bladder disorder, urinary tract disorder, allergy to metals and fatigue outcome was unknown, the stress urinary incontinence, weight increased, depression and anxiety was resolving and the arthralgia, pain in extremity, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and musculoskeletal pain had resolved. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. The reporter considered allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, musculoskeletal pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure 5 and 6 coils were seen outside the tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (us FDA, reference number: mw5081621) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device"), procedural pain ("pain mgmt post surgery"), diarrhoea ("diarrhea from the stool softeners") and stress urinary incontinence ("stress incontinence") in a female patient who had essure (batch no. Ag3347) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), docusate sodium (colace), ibuprofen, ondansetron hydrochloride, oxycodone and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced procedural pain (seriousness criterion hospitalization), diarrhoea (seriousness criterion hospitalization), stress urinary incontinence (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), arthralgia ("joint pain in elbows"), pain in extremity ("hand pain") and adenomyosis ("adenomyosis uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy, removing cervix, uterus and fallopian tubes to remove essure device and underwent retropubical sling with left thigh fascia lata tissue). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, diarrhoea, stress urinary incontinence, weight increased, depression, anxiety and adenomyosis outcome was unknown, the arthralgia had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for adenomyosis, anxiety, arthralgia, depression, diarrhoea, medical device removal, pain in extremity, procedural pain, stress urinary incontinence and weight increased with essure. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.